Event description:
It was reported that the 30-degree endoscope was moving in opposite direction of command. Fiber optic was exposed. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation, but evaluation has not been completed as of the date of this report.

Manufacturer narrative:
The endoscope plus was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The endoscope cable was visually inspected and found to have a defect at zone c, near the endoscope housing. Visual inspection confirmed visible light shining through the cable insulation jacket when the cable was connected to the internal system (or equivalent) with illumination powered on. The endoscope was evaluated and found to have a camera instrument adapter defect. It underwent a friction test using a screening aid to manually rotate the adapter and check for resistance. The adapter did not rotate properly, and abnormal noises were heard during testing, confirming binding. Upon removal of the camera instrument adapter from the endoscope housing, the attached endoscope adapter (aea) shaft bearing was identified as contributing to the friction. The endoscope was also visually inspected and found to have cosmetic damage. Inspection of the integrated cable connector housing revealed discoloration. Functional testing was performed using a camera attenuation tester to measure transmittance, but the endoscope failed, as the measured output power did not meet specification limits. The probable root cause of customer reported issues is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate endoscope to complete the procedure.

Event description:
Refer to h11 for follow-up information.